Event description:
It was reported that during an open umbilical hernia repair procedure, that after approximately 20 cuts through subcutaneous tissue, the device locked shut and would not open; it was not on tissue when it locked shut and would not open. They were not able to open the jaws. Another device was opened and the same thing happened with the second device. Following the second event they used another device altogether. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an open umbilical hernia repair procedure, that after approximately 20 cuts through subcutaneous tissue, the device locked shut and would not open; it was not on tissue when it locked shut and would not open. They were not able to open the jaws. Another device was opened and the same thing happened with the second device. Following the second event they used another device altogether. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.